Manufacturer narrative:
Bleeding was reported for this incident. Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified. Exair trocar tip caused additional bleeding by cutting paravaginal vein. Surgery was completed successfully.